Event description:
Customer reported that the surgical wound dehisced between two and seven days, following a blepharoplasty. The pt was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 10/08/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental form.